Manufacturer narrative:
(B)(4). A photograph of the device has been received for evaluation. Upon completion of the evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clear connector of an extension set ¿cannot be screwed on, it is loose.¿ the reporter stated that this occurred during catheter placement, and led to a small amount of blood loss. It was reported that the angiocath was inserted, but when they attempted to attach the tubing they could ¿not tighten the connection due to the plastic ribbed piece not being turnable.¿ there was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). A photograph for evaluation was not provided by the customer. Evaluation summary: the sample was not available for evaluation; however, the customer did return three samples from the same product code. A visual inspection, clear passage, pressure testing, and functional testing were performed. No malfunctions or abnormalities were identified during the evaluation of these samples. If additional relevant information is obtained, then a follow-up MDR will be submitted.